Event description:
A patient reportedly developed an infection at the insertion site. The patient had a sensor inserted on (B)(6) 2018.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The hcp prescribed a dose of antibiotics to treat the infection. The patient was advised to revisit the hcp for sensor removal.